Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was also received with moisture damage on the lcd, motor, vibrator tube and battery tube assembly. The pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of a blank display on the insulin pump. The customer's blood glucose reading was 120 mg/dl. The mother stated that she was riding her bike and fell into the pond. The customer had a weak battery with 3 bars. The customer stated that there is fluid under the lcd display. The customer stated that there are no cracks on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.